Event description:
Additional information was received from the rep stating the replacement of the cable with the pin solved the issue and they were able to charge and regain access to the stimulation.

Manufacturer narrative:
Concomitant medical products: product ID 37751, serial# (B)(4), product type: recharger. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain and other chronic/intract pain (trunk/limbs) via a manufacturer representative (rep). It was reported that the ins recharger (insr) was unable to power up and could not charge the ins. The patient stated it had been plugged in for 4 days and they did not see any lights. The patient then tried different outlets with no success. It was reported stimulation stopped a day ago. A replacement insr was sent. Additional information was received from the rep on 2017-mar-16. It was reported the patient received the insr and it was charged up when it was received so the patient was able to recharge their ins but the connector pin was in backwards so they were unable to charge the insr. A replacement desktop charger was sent. No further complications were reported/expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the recharger ((B)(4)) found that the complaint was unverified. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.